Event description:
Customer runs troponin ultra patient samples in duplicate. Discrepant troponin ultra results of 0.007 ng/ml and 0.298 ng/ml were obtained on a patient sample. The patient sample was repeated in duplicate and the results of 0.007 ng/ml and 0.006 ng/ml were obtained. The incorrect result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin ultra result.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the discrepant troponin ultra result is unknown. It may be sample related.